Manufacturer narrative:
Customer stated, "product rusty after 1st wash (washed along with all other new instruments ordered from furst instruments, and all others didn't rust except the allis clamps)." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated, "product rusty after 1st wash (washed along with all other new instruments ordered from furst instruments, and all others didn't rust except the allis clamps)."